Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. A getinge representative spoke with the customer and reported this as happening on multiple occasions and the customer did not know which pump so they have no serial number. After discussion with the customer, it was identified that this could be an alarm they would get in internal trigger if they were actively cooling the patient. The customer confirmed that this was likely the cause. They understand that they need to push and hold the iab fill button before resuming pumping.

Event description:
The customer reports multiple instances when they go to internal when on bypass and cardiosave intra-aortic balloon pump (iabp) alarms "gas loss". They want to know if this is normal. Rate is at 40 bpm. They did an iab fill to resolve alarm but want to know why this is happening. A getinge representative asked if this has occurred on the same pump, and the customer said they did not know but they would watch for this now. There was no patient harm and no adverse event was reported.